Event description:
It was reported that when the surgeon deployed the first anchor the piston was not return to the original position to deploy the second one. There are no patient injuries or delay reported at this time.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.